Event description:
Customer reported that the insulin pump was not delivering the correct amount of insulin. Customer stated that she felt this was a recurring issue. Customer stated that the insulin pump was not taking into account the amount of insulin that had already been delivered. Blood glucose level was 366 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The bolus wizard functioned properly. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.